Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26 due to an occlusion, which occurred earlier in the day before they contacted technical support. There was no reported adverse impact to the customer's blood glucose level. The customer had already resolved the issue by changing the infusion set and cartridge and did not wish to troubleshoot further.